Event description:
The initial reporter questioned positive results for 1 patient tested for elecsys toxo igm (toxo igm) on a cobas 8000 e 602 module. On (B)(6) 2021 the initial result from the e602 module was 2.470 coi (positive). On (B)(6) 2022 a new sample was obtained and the result from the e602 module was 1.930 coi (positive). Both positive results were reported outside of the laboratory to the patient. On an unknown date "later", the patient went to another hospital for testing where the toxo igm result from an unspecified method was "negative." The specific result was not provided. The e602 module serial number was not provided. The serial number for the cobas 8000 core unit was (B)(4).

Manufacturer narrative:
The samples from the patient were requested for investigation but were not provided. The investigation did not identify a product problem. The cause of the event could not be determined.